Event description:
The account alleged that the pt held onto the bed rail and a sharp part of the bed rail cut the pt's right hand between the thumb and index finger. The pt sustained a deep laceration that required sutures.

Manufacturer narrative:
The account alleged that pt's hand was cut by a screw that holds the top plastic cover on the left head siderail. The technician inspected the left head siderail where the pt allegedly cut their hand and could not find a sharp edge. The account has replaced the siderail.